Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has had a new scs (spinal cord stimulation) system for about 2 weeks. He was getting a ¿oor¿ message for a few days when trying to adjust his therapy. He claimed that program 1 worked fine at 8.0ma, then he decreased it to about 7.0ma and is unable to increase again. Program 2 was stuck at the original 4.2ma and can not be increased as well. Additionally, he has more pain than before. He also needs to recharge once every 24hrs, otherwise the ins would be totally depleted. There were no external factors known that could have caused damage to the lead. The patient was advised to contact the hcp at the clinic and ask for an urgent appointment to check the therapy settings and adjust programming. Additional information was received from a manufacturer representative (rep). It was reported that the patient had a peripheral nerve stimulator with both leads on the right limb/knee. One lead had impedance problems and an image of the impedances showed impedances of 40,000 ohms on contacts 8, 9, and 14 was provided. The rep reported that the program has been changed to 10-,11+,15- and the defective electrodes have been excluded. It is now possible again for the patient to change the parameter with the patient programmer. He now feels the stimulation again. The problem was solved for now.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. G2: the country of the event is de medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was confirmed that only three electrodes had high impedance. A photograph of the clinician tablet showing impedance results was provided, and it showed results of "do not use" status with 40000 ohms on electrode 8, 9, and 14. All other impedance showed "good" status with results within normal range.

Event description:
Additional information was received. It was confirmed that the high impedance / oor occurred two weeks after implant. The implant occurred in (B)(6) 2025. Three broken poles were identified with impedances of 40000. The electrode was implanted near the knee. Reprogramming occurred to not use those affected electrodes, and there were no problems after. Physician info confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.